Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level. Customer¿s blood glucose level was 430 mg/dl, at the time of incidence. Customer reported issue related to the insulin flow block alarm. Customer did not mention any symptoms. Customer was not using auto mode at the time of incidence. Customer did not wish to troubleshoot for high blood glucose level. It was unknown if customer was using auto mode. The insulin pump will not be returned for analysis.